Event description:
During follow up , product surveillance spoke with the home patient (hp) on (B)(6) 2012 who stated that she woke up in the morning and had liquid under the homechoice machine. The hp did not understand why it was there or where it came from. The hp stated that she might want to get a new machine if the leaking is happening. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue of leak was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined